Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: d10, e2, e3, g2 (added health care professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined since no image¿ was not reproduced. However, there were stripes in the image, and b30 communication error occurred. Thus, the image might have been affected due to connection or contact failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: marked in error. The field service engineer reported no image. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was not confirmed. The device evaluation found; the light source connected to the endoscope showed no abnormalities, no abnormalities were observed when shaking the endoscope plug, no obvious defects were found in the contact pins of the scope socket, the optical guide reported 10 errors, the appearance of the light source was normal, the lamp had been used 4341 times for 960 hours and 8 minutes and the light source has been used 558 times for 1203 hours and 14 minutes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
During evaluation, the evis lucera elite xenon light source had no image. There were no reports of patient harm.